Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent t-wave oversensing (twos) during a non-sustained tachycardia episode. Reprogramming suggestions were provided and the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead was reprogrammed and remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.